Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, multiple high waste bag pressure alarms occurred which could not be resolved. Manual rinseback was attempted, but not completed due to clotting, resulting in an estimated blood loss of 100cc. The pt's routine epogen dose was increased. No further medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Review of the treatment log files indicates that there is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.